Event description:
It was reported that a revision surgery was performed due to patient pain and swelling.

Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the half pin fractured by ductile torsional overload, and subsequent tensile overload. An overload fracture can occur if the mechanical loads applied to the half pin exceed the strength of the material. No material deviations in the half pin were found during this investigation.

Manufacturer narrative:
This report is a correction to report 1020279-2011-001 which included the incorrect analysis. The below is the correct analysis for this report. The affected device was returned and evaluated. Pitting and wear were observed in the proximal articulating areas of the insert. Pitting on the insert was likely caused by the presence of third body debris such as bone or bone cement in the articulation zone. There was minimal wear on the distal surface of the insert. Typical wear patterns were observed on the posterior surface of the inserts post. The exact cause of the knee pain could not be determined from the received component.